Manufacturer narrative:
This MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. During testing the water did not pass the luer. The root cause of the reported issue was found to be bad bond, weld connection. Actions were taken to mitigate the reported issue: a quality alert was generated to ensure adherence to manufacturing procedure related to clean the excess of solvent before to assemble tube with the component.

Event description:
Pump had air in the line and infused faster than it should have, then when the cassette was empty, the pump was still infusing and not alarming. Treatment was for colon cancer/chemo bag. No injury.